Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that during an health care provider (hcp) visit, high impedances on the bottom row of electrodes were noted as an open circuit. An x-ray was performed but the results were not provided. The patient confirmed that there were no falls or trauma related to the issue. The patient was redirected to the health care provider (hcp). No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.